Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify low battery alert due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display after receiving new battery cap. The customer¿s blood glucose level was 120 mg/dl. It was also reported that the display did not returned after insulin pump restart. The customer reported that they also got low battery alarm. The insulin pump will be returned for analysis.